Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) reported that the device was not functioning properly and noted a sucking noise upon squeezing the pump, with failure of the device to inflate. An appointment is already scheduled. The ipp is currently implanted. There is no additional information reported.